Manufacturer narrative:
DHR; there is no indication that the manufacturing or final packaging/labeling processes may have contributed to this complaint. Root cause is indeterminable. The device was not returned for failure analysis.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that 3 days after incisional hernia repair (post kidney transplant) in the right lateral abdomen, there was holes in the mesh and was easily pulled apart in to stringy substance. Infection may have been a possibility, but certainly not clinically significant and not evident in cultures.